Event description:
Luna g3600 CPAP(continuous positive airway pressure). With the settings of: work screen saver or standby set to on and backlight set to auto. Once the machine is started, after a few seconds it will transition to a clock screen saver with no interruption in operation. After about 10 more seconds, the screen will turn off. The CPAP also briefly stops operation for about a quarter to half a second then resumes. Concerning that a display function interrupts the mechanical air delivery. This is uncomfortable at most during that time, but more concerning is the priority of a display function over a medical function. Backlight to auto is a default setting of the machine, the screensaver/standby was defaulted off on the machine, but hard to sleep with if left in the off mode. The fix is to change the backlight mode to on so that it does not transition from the clock to disabling the screen causing the interruption of airflow. We had to replace the machine for other maintenance issues and the replacement unit (same model) has the same bug.